Event description:
It was reported that the device had bad conductive wire / new carriage assembly and biomed informed they originally got error code 352.6710 and replaced linear sensor but when opened the wire was damaged. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: annex b: b17. Annex c: c20. Annex d: d15.

Event description:
It was reported that the device had bad conductive wire / new carriage assembly and biomed informed they originally got error code 352.6710 and replaced linear sensor but when opened the wire was damaged. There was no patient involvement.